Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they need to get the device removed and their healthcare provider said they need a referral. Agent reviewed information with patient and warm transferred patient to device registration. Patient said her doctors said the pain stim is not good for her and she is feeling sick and in a lot of pain. Patient said the pain stim will be removed soon by her doctors. Pt called back stating they wanted their device registration faxed to two numbers including their doctor. The pt was needing back surgery and they needed to know what the model, serial number, and address/phone numbers of their physician since the ins was life threating. The ins battery was causing headaches, blurry vison, belly aches, and shocking pain on their left side of the belly. If they stretch the urine comes out and pours out. The ins was giving spontaneous diarrhea without warning. Pt had a sharp back pain down their thighs to their buttocks, to their feet. Their left foot felt like it was on fire hotter than the right foot; the right foot was hot but not as hot as the left. When asked for event date pt said they had a car accident on (B)(6) when some of the issues started but the pt started having issues with their ins after it was put in but they were minor for the pt thought they were aches and pains after surgery. Pt was sore and tender and did not think it was a major concern at that time. Pt noted they called patient services and explained this in june. Agent warmed transferred pt to registration. Pt had no managing doctor. Additional information was received from the manufacturing representative. Rep stated the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated some previously documented information. The patient was in a car accident on (B)(6) and needs to get an MRI, so needed some information; agent provided model, serial, and implanting hcp name along with surgery center name and phone number. The patient said they were worried ever since they got the implant because it affected fluids in their body. The patient was urinating on themselves and had loose stool out of nowhere which had been very embarrassing for them; they also experienced headaches and pain on the left side of their forehead, extreme stomach aches, pain in their low back and buttocks, thighs and knees, and a burning sensation on the bottoms of their feet. They have since been directed to have the implant taken out, but until then was advised to turn stimulation off; however, this was problematic as well because they put them in more pain that makes it hard for them to walk and function in general. Agent added phone number provided by hcit prior to transfer into phone 2. Patient called back and repeated the information. Patient stated they turn off the ins after the car accident and threw away the controller. Patient s tated they needed to have an MRI and the MRI facility is telling they will not do the MRI. Patient stated they spoke with a mdt rep in their area and the rep told them they will come to their home to check the implant. Patient stated they did not have rep name. Patient stated they did not have a doctor. Patient stated they want the ins remove. Patient asked with supervisor. Agent reviewed the process to activate MRI mode on the implant and MRI eligibility form. Agent reviewed reps role. Agent offered phy listing. Agent reopened the case to send email to reps. MRI tech called back. Pats reviewed MRI guideline with MRI tech. Gave caller sunmed medical contact information, since patient has lost the controller.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had quite a bit of pain in their upper back and belly area, and had been having consistent leg cramps since implant. Patient said they woke up to cramps the other day in their right leg, and today was the left leg; the pain was so bad they woke up screaming. The issue presents when laying down or getting up. Agent suggested turning stim down, patient said they turned stimulation up because it felt better, but it turned out they were in so much pain, so they turned it back down. Patient mentioned their a and b settings were at level 2 and c was at 1. The patient was redirected to their healthcare provider to further address the issue.  Pt states she doesn't understand clearly what to or how to operate the device. The device is so bad urinates on self and causing pain. On upper back and getting sharp pain on left belly right below the navel and didn't understand. Pt states such pain can hardly wa lk and has to sit down and states ended up turning system off and did turn on a. She needs to get her device removed if possible. She doesn't have an hcp and her implanting hcp is 3000 miles away. Pt expects manufacturer to connect her to a hcp to remove the battery.  Pt requested help with controller and states didn't help before when called in. Pt states she needs help adjusting where she doesn't get electric shocks and will urinate on self. Pt became upset during call and demanded a dr to remove the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the issue and stated that the patient fell on (B)(6) and wants the system removed. She stated she is having gi, urinating issues and headaches. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.